Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia, lung and chest pains, difficulty breathing, and lung nodules. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that pneumonia, lung and chest pains, difficulty breathing, and lung nodules. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on, and the airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found and secondary findings were observed. The third-party service center concludes that there was no visible foam degradation. Recall number was updated. Box b: adverse event or product problem adverse event/product problem corrected as both and outcomes attributed to ae as other.